Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the coil kinked and the core wire are kinked; besides, the core wire is broken, it is located approximately at 139.4 cm from the proximal end, the other section of the core wire is attached to the ball weld. Dimensional inspection revealed overall length could not be performed due to device condition as the core wire is broken. Outer diameter (od) of distal tip, middle of the device, and proximal section are within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire tip fracture occurred. A 035/145/3mm jtip amplatz super stiff¿ guide wire was selected for use. However, during unpacking, the tip of the guide wire was "nearly broken"; it was fractured but not detached. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.